Event description:
The customer observed biased glu qc results on the vitros dt60 analyzer after manually entering calibration parameters. No pt samples were processed. Biased results could lead to inappropirate physician action. There was no report of pt harm as a result of this event.